Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump went into threshold suspend during the night. Her insulin pump shut off because the continuous glucose monitoring system was reading 50 mg/dl but her blood glucose level was 120 mg/dl. She also had issues inserting the infusion sets because of scar tissue. The device was not returned.